Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2015 that a patient suffered burns to his chest (red marks) from a telemetry transmitter. The nurse burnt her fingers when removing the aa batteries.

Manufacturer narrative:
The telemetry transmitter in question has been inspected by spacelabs. Residue was found in the battery compartment that suggests that there had been liquid inside of the compartment. Also, the battery springs were found to be slightly bent upward. This particular transmitter is no longer in service. This report is complete and this issue is considered to be closed.